Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, but the pump failed to turn on afterward. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.